Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010, and a mesh was implanted due to urinary incontinence, and cystocele. It is reported that the patient experienced pain, infection, urinary problems, organ perforation, bleeding, dyspareunia, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. It was reported that patient underwent an excision of eroded vaginal mesh on (B)(6) 2012. No additional information is provided at this time

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent anterior repair. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal discharge and severe urinary incontinence. It was reported that patient underwent cystourethroscopy and mesh revision on (B)(6) 2013 by dr. (B)(6).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to urinary incontinence and cystocele. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, organ perforation, bleeding, & dyspareunia. It was reported that patient underwent excision of eroded vaginal mesh on (B)(6) 2012 & (B)(6) 2012. No additional information was provided.